Manufacturer narrative:
Eval summary: no data regarding product identity was received; no lot serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The sample was not received yet, therefore, the condition of the product could not be verified. Additional info has been requested. (B)(4).

Event description:
A surgeon reported one week following a glaucoma filtration device implantation that the device was removed due to a blockage. Additional info has been requested.